Manufacturer narrative:
Concomitant medical products - model: 5076-45, lead; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered with high rate non-sustained noise and high sensing integrity counter (sic) on the right ventricular (rv) lead. A lead fracture was suspected. Reprogramming was completed and eventually the lead was capped and replaced. No patient complications have been reported as a result of this event.